Event description:
The customer reported being hospitalized due to low blood glucose of 15mg/dl. Troubleshooting was performed. The customer stated that the insulin pump alarmed an error and insulin was squirting out prior to her admission. The customer's most recent glucose reading was 88mg/dl. The customer stated that she was treated with an insulin drip. Advised the customer that the insulin pump will be replaced due to the error alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.